Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va0le4q, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot#: va0jsnp, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported low impedance at 3.0v, with a value of 35 ohms seen as of date notified. It was confirmed hat the out of range electrode is being used and causing therapy problems. Follow up with the healthcare provider (hcp) is to be conducted. Additional information received from the rep on (B)(6) confirmed that the low impedance was on contact 1, and that it was discovered when checking impedances for an MRI. Follow up with the managing physician was done by the rep and impedances were normal at the last visit, with the cause undetermined. The managing physician will continue to monitor the patient. The patient's indication for implant is essential tremor and movement disorders.

Event description:
Additional information from the patient reported a loss of stimulation. There were no falls or traumas related to the event. The patient said they had "a short in there, and they were having problems with the right hand side for the last 4-5 months". They were getting blurry-eyed on the right hand side, and they were on programmed at 4 volts and had no control. They went to their healthcare provider (hcp), the day prior to the report and they were scheduled for an operation the following week, however, it was cancelled because "putting another probe in there would not do anything". The patient wanted to know why putting another electrode would not do anything. It was advised that the patient follow up with the healthcare provider. A manufacturing representative (rep) further reported the patient' short was on 0-1 combination. They were programmed on 1- 2- 3+ and wondering if the short was affecting the active programming as the patient claims they had lost some therapy. The rep indicated that the patient still had high tremor efficacy, around 90% and they were no certain the patient even lost therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.